Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained for a patient sample. Confirmatory testing was performed on the patient sample and the result was invalid. Repeat testing was then performed in duplicate and the results were (B)(6). The (B)(6) results were reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed a total service call and no issues were identified during instrument evaluation. The cause for the discordant advia centaur xp (B)(6) result is unknown. The customer's quality control results were within acceptable ranges. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."